Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation heat sink on the motherboard fell off was confirmed. The evaluation uncovered that the internal, external screws were missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset visera 4k uhd camera control unit to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the heat sink fell off. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to missing internal and external screws. Olympus will continue to monitor field performance for this device.